Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the internal device is affected. It is not known if there has been an accident or trauma. Re-implantation is scheduled for on (B)(6) 2025.

Event description:
The hearing performance with the internal device is affected. It is not known if there has been an accident or trauma.

Manufacturer narrative:
Additional information: the received information from the field does not allow a root cause determination. To determine an exact root cause for the reported lack of benefit, more information and an investigation of explanted device might be necessary. Re-implantation was considered for (B)(6) 2025, but no further information has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the internal device is affected. It is not known if there has been an accident or trauma. The user has been re-implanted.